Event description:
Two nar's were in the process of transferring resident to bed via hoyer lift, connector nut at bar holding entire mechanism, broke causing resident to fall to floor. Chains were still connected. Connector nut showed excessive wear. Proper transfer technique was used. Sent to hosp with fx rt hip and lt tibia, fibula.